Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during an implant it took multiple passes to implant the right ventricular (rv) lead. The rv lead was finally implanted and remains in use. It was noted that the patient is a part of the product surveillance registry study. No patient complications have been reported as a result of this event.